Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one open pen needle sample was returned from an unknown material and lot number.bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. No DHR review can be carried out as lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported unspecified bd¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter: "noticed needle (partially) blocked".